Event description:
It was reported the patient received inappropriate therapy due to the lead shorting out. The lead was explanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).